Manufacturer narrative:
The lens remains implanted in the patient; therefore, a product evaluation could not be performed. The device history record (DHR) review indicated no anomalies. Based on available information, a root cause for the reported event could not be conclusively determined.

Event description:
It was reported that post implant of lens in the left eye, the patient possibly developed asymmetrical lens vault. Reportedly, the patient had pre-existing condition of blurred vision and night glare. Three yag procedures were performed on (B)(6) 2016. In the surgeon's opinion the likely cause of the event is "capsular contraction". Current prognosis is "trying laser capsulotomy, possible iol exchange or lasik."